Event description:
It was reported that bd arterial cannula had foreign matter. (B)(6) 2025 prior to invasive arterial puncture, thread-like protrusions were found on the surface of the cannula tip during preparation. The cannula was immediately replaced with a new one.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.